Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited rapid battery depletion requiring charging every 4¿12 hours, and engineering log review corroborated abnormal battery drain, leading to a replacement being issued. Symptoms included no reported adverse health effects and no impact to blood glucose control. Outcomes included replacement of the device and return logistics initiated. Investigation included review of device engineering logs and monitoring of return shipping status. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.